Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during testing intermittently. The fault could not be verified during trouble-shooting and is unable to be reproduced. The device was put through extensive testing including shock and vibration without duplicating a fault. The analog board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.